Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review conducted: manufacturing location: supplier- (B)(4) / inspected and released by: monument part number: 02.221.054s, 2.0mm flip anchor cable assembly/600mm-sterile lot number: 38p7735 (sterile). Expiration date: 30-jun-2023. Lot quantity: (B)(4). Release to warehouse date: 09-jun-2020. Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificates of conformance dated 24-mar-2020 and 04-jun-2020 were reviewed and determined to be conforming. Packaging and labeling are inspected for conformity to the lppf. Sterility certificate of processing dated 01-jun-2020 was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B1: there is no device problem associated with this complaint. This complaint is adverse event only.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional pro-code: hrs, jdp. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is lawyer. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2021, the patient underwent left total knee arthroplasty with distal replacement. Hardware removal left femur due to left supracondylar/intercondylar femoral fracture nonunion, hardware failure and osteoarthritis left knee. On (B)(6) 2021 the patient underwent left distal femur open reduction and internal fixation with a synthes lateral plate and multiple cerclage cables due to left distal femur comminuted intra-articular fracture and morbid obesity. It was reported that on (B)(6) 2021, the patient had a fall. She was climbing over something like a dog gate, tripped and fell. She initially felt pain in her left knee. She was diagnosed with a left distal femur fracture. This complaint involves seven (7) devices. This report is for one (1) 2.0 flip anchor cable assembly/600-sile. This is report 7 of 7 for complaint (B)(4).